Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition of eczema was exacerbated by the lifevest equipment. The patient described the area as red and itchy, and they scratched it until it was bleeding. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised removal of lifevest for the rash. Follow up indicated that the rash improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.